Event description:
It was reported that patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. The episode was observed via a transmission from merlin.net. Patient did not experience any palpitations at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.